Event description:
There was no patient involved in this event. The device was switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. The device failed several self-tests due to a low battery between the (B)(6) 2013 and remained in fault mode until (B)(6)2014 when the device passed a self-test. Mulitple manual power ups of ten minutes duration between (B)(6) 2015 and the final history log entry on the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.